Event description:
It was reported that approximately 114 months after the lead implant, during a scheduled procedure for ICD replacement, a damaged df-1 connector was noted. However, the shock impedance measurements were within the range. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, abrasion marks were noted on the connectors as well as on the yoke. In particular 2.5 cm distal to the df-1 connector for the svc coil the insulation was found broken confirming the observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further inspection showed cuts in the insulation with blood infiltration most likely resulting from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.